Event description:
It was reported that the device was displaying a service indicator. There was no patient use associated with the reported problem.

Manufacturer narrative:
Physio-control evaluated the device and verified that there was an error code logged in the memory of the device. The analog pcb assembly was removed for further evaluation. It was determined that the root cause of the reported failure was due to a cracked solder joint on leg 1 of integrated circuit, designator u1. The customer received a replacement device.